Event description:
It was reported that there was an anastomotic leakage about 7 days after radical surgery for esophageal carcinoma, two anastomotic fistulas were observed during gastroscopy. One was 25 ¿ 30 cm from the incisors and the other was 35 cm from the incisors.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the approach for the esophagectomy? What was the site of the lesion? Where was the resection? What was the anastomotic technique used? Did the patient receive any pre-op chemotherapy or radiation? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the leak? An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Manufacturing date: 2/25/2022 and expiration date: 1/31/2025. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/1/2022. Additional information: what was the approach for the esophagectomy? All answers above are unobtainable. Once there is any update, we will update the information.